Event description:
It was reported that an old medtronic lead was not capturing. The lead was removed and replaced. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).